Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for device changeout. During the procedure, it was found that the new implantable cardioverter defibrillator header exhibited difficulty accepting the chronic atrial lead. Silicone oil was used to improve lead engagement. The fitting of the lead was noted to be tight, but the device was installed with no abnormal lead values. The patient was stable.